Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave was selected for use. During preparation, upon taking the farawave out of its packaging it was noted that the handle part was extensively stained white. The catheter was replaced, and the procedure was completed with no patient injury. The device is expected to be returned.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave was selected for use. During preparation, upon taking the farawave out of its packaging it was noted that the handle part was extensively stained white. The catheter was replaced, and the procedure was completed with no patient injury. The device is expected to be returned.

Manufacturer narrative:
Picture from foreign material on the catheter was attached. Upon device return and inspection, it was observed that there was a foreign material presented on the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Deployment to basket and flower was successful on every attempt and no unusual resistance was noted. However, white marks / spots were noted on the catheter. Based on the product analysis the foreign material present in device was confirmed. The investigation findings determined that the material on the device is adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged.